Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3389s-40, lot# va16enx, implanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va16enx, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) via a manufacturer representative reported an infection that occurred post-op. Unknown if any factors led to the event, or if any diagnostics/troubleshooting was done. The system was explanted and the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.